Event description:
It was reported that this pacemaker reverted into safety mode. The patient experienced muscle stimulation. Subsequently, this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.